Event description:
It was reported to boston scientific corp that a obtryx system-halo was used during a urethropexy procedure performed in 2009. According to the complainant, half of the blue centering tab fell into the pt after being cut. In addition, the pt had just had a vaginal hysterectomy performed and the hole was not closed. When the urethropexy was performed, the blue tab fell into the pt's anatomy. X-rays and laparoscopy were performed, but the tab was not found. The procedure was completed with this device. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The lot # is not known; therefore, the device MFR date and expiration date cannot be determined. Info supplied in section f was completed by the manufacturer based on info obtained from the complainant. The complainant indicated that the device will not be returned for evaluation as it remains implanted in the pt; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.